Event description:
It was reported that the patient experienced spontaneous inflation with an inflatable penile prosthesis (ipp). The patient also stated that the tubing of the device was too close to the skin and caused inflammation. A revision surgery was performed, in which the reservoir was replaced. The patient was said to be fine after the procedure. There was no information regarding the lot number of the explanted reservoir. No more information was available through physician. Should additional information become available, it will be provided.